Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level as well as high blood glucose level. Customer¿s blood glucose level was 50 mg/dl at the time of incident and current blood glucose level was 178 mg/dl. Customer other blood glucose level was 220 mg/dl, 43 mg/dl and meter was 80 mg/dl. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege pump was over delivering. Customer was using auto mode feature. Troubleshooting was performed for low blood glucose level as well as high blood glucose level. The insulin pump will not be returned for analysis.